Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.50mm x 15mm apex¿ balloon was inflated three times. First inflation was performed at 16 atmospheres for approximately 5-8 seconds. Second inflation was at 18 atmospheres for approximately 5-8 seconds. On the third inflation at 20 atmospheres for approximately 5-8 seconds, the balloon ruptured due to the calcification of the lesion.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 15mm apex¿ catheter balloon was advanced to dilate the target lesion. After the first inflation, the physician removed the balloon to check if the lesion was successfully dilated. Afterwards, the balloon was reintroduced into the lesion. However, the device could no longer be inflated. The physician removed the first balloon and changed with another 2.50mm x 15mm apex¿ catheter balloon to dilate the lesion. However, upon inflation, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).